Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report e1 phone: (B)(6). G2 foreign: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : device not returned.

Event description:
It was reported that the mesh does not come out well with the 1.5 cutter. The event occurred after surgery. There was no reported patient harm or delay. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d2, d4, d9, d10, g1, g3, g6, h2, h3, h4, h6 and h11. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. Visual evaluation of the provided pictures could not determine any issue with the cutter or zsgm. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.